Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient suffered with continuous ventricular arrhythmia requiring defibrillation or cardioversion. Although the event was considered to be unrelated, it could not be ruled out. Reasons for causality was thought to be due to weight gain.